Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an IV fluid infusion, the pump was beeping high pressure and when the nurse opened the door, the top of the tubing was ballooned. The nurse went to remove it from the pump, and the soft tubing segment burst and splashed on her. The customer stated no IV push occurred prior to the event. No patient or clinician harm was reported due to the event. The set was not saved and no other event details were provided.